Event description:
The customer contacted physio-control to report that their device would no longer power on. The customer responded to a witnessed collapse of an elderly male. When they arrived no CPR was being performed on the patient. The defibrillation electrodes from the customer¿s device were attached to the patient, however the device would not power on. An ems crew was already on the scene and took over providing patient care. It was unknown at the time but the patient had a ¿do not resuscitate¿ order. No further details about the patient event or the patient were provided by the customer. Later, after inspecting the device, the customer observed that the latch tab that holds the lid close appeared to have broken off. There was no report of any damage to the device. There were no adverse effects reported to have occurred to the patient during this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. The device functioned properly during testing, and no power issues were observed. An internal inspection of the device did not reveal any discrepancies. The lid/power switch latch was manipulated on its shaft, and was found to be securely attached. It was later confirmed by the customer that they found the lid/power switch latch disconnected from its shaft. Before returning the device to physio-control the customer had reattached the latch to its shaft. The disconnected latch would prohibit the device from powering on. The customer was sent a replacement device.